Manufacturer narrative:
The serial/lot numbers of both the left and right systems are known, however it is not known which serial/lot numbers correspond to which side of the patient's systems. All of the known device information is listed below, date of explant for the relevant system was (B)(6) 2018: product no: 3387-40, lot no. 0206177068, implanted: (B)(6) 2012, ubd: 2016-08-17, manufacture date: 2012-08-17, product type: lead; product no: 3387-40, lot no. 0202983060, implanted: (B)(6) 2010, ubd: 2013-12-07, manufacture date: 2009-12-07, product type: lead; product no: 7482a-51 serial no. (B)(4), implanted: (B)(6) 2012, ubd: 2015-07-08, manufacture date: 2011-07-08, product type: extension; product no: 7482a-51 serial no. (B)(4), implanted: (B)(6) 2010, ubd: 2013-08-11 manufacture date: 2009-08-11, product type: extension; product no: 37602 serial no. (B)(4), implanted: (B)(6) 2016, ubd: 2017-09-28, manufacture date: 2016-04-07, product type: ins; product no: 37602 serial no. (B)(4), implanted: (B)(6) 2016, ubd: 2017-09-28 manufacture date: 2016-04-08, product type: ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's right side system (lead, extension, and ins) were explanted due to infection. Their left side system remained in service. The issue was resolved at the time of the report. No further complications were reported as a result of this event.